Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the insulin pump alarmed battery-out limit after replacing the battery in a timely manner. The customer's blood glucose level was unknown at the time of the incident. The customer's wife stated that the customer was not with her at the time and will call back to continue troubleshooting. The customer's wife and the customer did not call back and there was no indication that troubleshooting resolved the issue. The insulin pump will not be returned for analysis.